Event description:
Rn stated that she opened a brand new package containing the needle and the safety cover component was not attached to the needle. This renders the needle a safety hazard as the sharp cover is non-functional.